Event description:
It was reported that an alarm sequence, starting with alarm 2 followed by alarm 26, occurred due to an occlusion issue. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was instructed by technical support to perform several steps to address the occlusion, including disconnecting and reconnecting tubing, delivering boluses, and loading a new cartridge. These steps successfully allowed the bolus to complete, and the customer was advised to replace supplies as necessary and resume insulin therapy.